Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of peritonitis was unknown. It was not reported whether the patient was hospitalized for the event. On an unreported date, the patient began treatment for the peritonitis with cefazolin (dose and frequency not reported), intraperitoneally. Two days prior to the receipt of this report, the peritonitis was resolved and the patient was recovered from the event. At the time of this report, dianeal and extraneal therapies were ongoing. Additional information was requested, but is not available at this time.

Manufacturer narrative:
(B)(4). The reported product is an unknown baxter pd disposable product. The device was not returned and the lot number is unknown, therefore, a device analysis cannot be completed. The cause is not identified. Should additional relevant information become available, a follow-up will be submitted.